Event description:
It was reported that the filter was difficult to deploy. The physician was using force in order to complete the deployment. The filter "jumped" upon deployment. The filter was tilted, with the tip of the filter touching the ivc wall. The degree of tilt is unk. There was no intervention or further action taken and no pt injury was reported.

Manufacturer narrative:
The device history records could not be reviewed, as the lot number was unk. The filter has not been returned for eval as it remains implanted. The delivery system was not returned for eval. Based on the info rec'd; the results are inconclusive and the root cause of the event is unk.